Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to corroded keypad traces. The insulin pump had cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The mother reported via phone call that the customer received a button error alarm. The mother also reported receiving a button was pressed for three minutes or more message on the insulin pump. The mother also stated they were unable to clear the button error alarm. The customer's blood glucose was 386 mg/dl. The mother could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.